Event description:
It was reported that the pt presented in clinic for atrial lead replacement. During the procedure, the pulse generator was hit with cautery and subsequently exhibited backup vvi operation. It was clinically resolved by a successful software download. The device remained implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is this report only represents an enhancement to the reporting criteria going forward.